Event description:
A patient underwent thrombectomy and atherectomy procedure using a rotarex device. During the procedure, it was reported that the wire has allegedly malfunctioned. It was further reported that the piece of wire was left in the patient and it was able to remove by alternate means. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter and the guidewire were received and was physically investigated. During physical investigation, the guidewire was found broken at 62 cm from the tip of it. The catheter had to be flushed due to the clogging. After flushing, the guidewire went through the catheter with slight resistance. The aspiration test was performed and lower aspiration than nominal was achieved. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (mcw; dqx), g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. During the procedure, it was reported that the wire allegedly malfunctioned. It was further reported that a piece of the wire was left in the patient but was successfully removed by alternate means. There were no reported patient injuries.